Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:45:55. During night drain cycle five, the patient's ultrafiltration reading was 1696ml, indicating the home patient drained 1696ml more than their maximum programmed fill volume of 2500ml. No additional information is available.